Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirts out during priming and buttons harder to push specifically the act button. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump had cracks, rejected new battery, unexplained no delivery alarms and insulin pump wouldn't save info from meter. The device will not be returned for analysis.